Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows:date inratio inr laboratory inr (B)(6) 2015 1.4 2.2the time between testing was five (5) minutes. Reportedly, using venous sample.therapeutic range 2.0 - 3.0 for the patient. There was no reported adverse event. There was no additional information provided.

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. It was reported that the customer was using venous sample for testing. This is considered off-label usage and cannot be ruled out as a cause for the error experienced by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.